Event description:
Caller reported a malfunction on pump, identified as malfunction code 0. Blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact to customer's blood glucose level. Cts provided information for resetting pump and assisted caller in the process; malfunction did not recur and customer may continue using pump with instructions to call back if any issues reappear.